Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent embolization occurred. The 90% stenosed lesion was located in the non-calcified, moderately tortuous right coronary artery (rca). The lesion was not predilated. The physician attempted to place a 3.00x32mm taxus liberte drug eluting stent, but was unable to cross the lesion. Upon removal, the stent caught on the tip of the guide catheter and the taxus liberte stent dislodged in the proximal rca. The dislodged stent was successfully retrieved with snare. The procedure was completed with a different device. No pt complications were reported. Pt status reported as "no problem".